Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose on (B)(6) 2021. On (B)(6) 2021 the customer required the assistance of emergency medical services. She stated she was cleaning and forgot to eat a snack. Her blood glucose was 20 mg/dl. The customer reported being treated with sugar and food intake. On (B)(6) 2021 the customer stated she knew why the low blood glucose occurred. She treated that event with food intake. The customer reported that the auto mode feature was not active at the time of the event, and she was not using the continuous glucose monitor. The insulin pump will not be returned for analysis.